Event description:
The facility reported an automix 3+3/as compounder where the customer tried to manually calibrate the unit, but was unable to "dial" it in. This condition occurred during programming in the pharmacy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Corrected data: further review by baxter has concluded that the complaint file associated with this report was a duplicate of another complaint file and that the reported condition was unlikely to cause or contribute to a death or serious injury.